Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings are missing.

Manufacturer narrative:
Product was received for investigation. Visual inspection of the persona tibial articular surface provisional (ps tasp ) shim, 10mm ef confirmed that both the ball bearings and associated spring were found missing. The missing ball bearing and spring were not returned. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The lot was manufactured on nov 22, 2012 and has therefore been in the field for approximately three years and five months. It is unknown for how many times the device is being used. This is a known reported issue has been investigated through corrective actions. These devices are used for treatment. The related product family code (kne-psn-pro-art-int) for this event was identified as belonging to an identified trend, per the monthly complaint review process. Corrective actions found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. It was noted the field notification contains all tasp shim lots. This lot was manufactured prior to the design change; therefore, the root cause is due to a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.